Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03212. It was reported that the patient presented in the emergency room after receiving inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). High output, high capture threshold and gradual rise in pacing impedance over time on the rv lead were also noted. Isometric testing could not reproduce any noise. Programming changes were made. The patient will continue to be monitored. The patient was stable.